Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s parent, on (B)(6) 2025 around 10:00 pm, the patient¿s cgm displayed a low value (the reporter is unable to recall the exact value). A fingerstick blood glucose test showed around 300 mg/dl. The patient experienced vomiting, rapid heart rate, and chest pain. The parent no longer checked his cgm readings since it been off. The parent took him to the hospital where his blood glucose was high (the reporter is unable to recall the value). The cgm was not used at that time. The patient received insulin and IV fluids, but his electrolyte levels began to decline. Since the hospital lacked the necessary facilities to manage his condition, he was transferred by helicopter to a different hospital and admitted to the ICU. He continued to receive IV fluids and insulin. The patient remained in the ICU for three days before being moved to a regular room for an additional day. He was discharged on (B)(6) 2025, feeling weak but well enough to return home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.